Event description:
It was reported that on the afternoon of (B)(6) 2026, a PICC placement specialist performed a PICC placement on a patient. During insertion, the tip of the sheath split, resulting in a failed placement. A new, unopened catheter was used, and the placement was successfully completed. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.